Manufacturer narrative:
Concomitant medical products: t505c23 valve implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appears to be under-sensing on stored electrograms (egms). The rv lead remains in use. No patient complications have been reported as a result of this event.